Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is stating that there is a "daily beeping" that is coming from the controller, however there are no alarms logged. Log files confirm no alarms. The ventricular assist device (vad) remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller (B)(4) was not returned for evaluation. Log file analysis revealed that the controller, (B)(4), did not contain the smr software. Analysis of the data log files revealed several premature power switching events that were most likely due to communication errors and/or momentary disconnections. Momentary disconnections will result in an audible tone. As a result, the reported event was confirmed. The most likely root cause of the power switching events can be attributed to communication errors and/or momentary disconnections. However, the reported beeps are most likely attributed to momentary disconnections between the controller and the battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.